Event description:
It was reported patient presented for a routine device changeout. Upon interrogation high, out of range, high voltage lead impedance measurement was observed. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 40.3-40.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. A fracture of the rv conductor was noted at 8.3cm from the distal tip. A fracture of the svc conductor was noted at 32.5cm from the distal tip. These fractures are consistent with the observation from the field of high hv lead impedance.